Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. Phone number not provided.a follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit has touch screen damage. The customer reported there was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date of report received: 09 jul 2019. MFR received date: 22 jun 2019. A philips bench technician verified the reported issue they also identified cracking on the top cover, front bezel and a bent central processing unit tray. A philips bench technician replaced the touchscreen, top cover, front bezel and central processing unit tray. After successful testing of the unit it was returned to the customer. Visual inspection of the touch screen revealed evidence of a deep scratch on the touch screen the failure investigation (fi) technician performed testing on the touchscreen the fi technician was unable to calibrate the touchscreen as bad touch detected. Root cause: the deep scratch on the returned touchscreen prevented the user interface (ui) assembly to respond to touch commands. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.